Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/3 of their automated peritoneal dialysis therapy. Per initial report, a clamp on an unused supply line of the homechoice set was left unclamped during therapy. Baxter technical service center assisted the home patient in ending theapy early. No patient injury or medical intervention was associated with this per the home patient's nurse.